Event description:
During prep while applying negative pressure, the physician found there was a crack on the hub. He changed to another stent to complete the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device crb 18300 (lot 14070339) is distributed outside the united states; however, it is similar to the united states product cxs 18300. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.